Event description:
(B)(4). Also fatigue and leg pain.

Event description:
(B)(4). My symptoms have been getting worse as the years have gone by. It started with the heavy bleeding, cramping, bloating, blood clots, mood swings. Now I'm having pelvic pain, heart palpitations ,severe back pain, joint pain, numbness, weight gain, acne, vision problems, dizziness, anxiety, skin itching, headaches, urgent urination.